Manufacturer narrative:
Evaluation of the returned ruby coil revealed offset coil winds along the length of the embolization coil. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. During functional testing, the ruby coil was unable to be advanced through its introducer sheath due to the offset coil winds and functional testing could not be continued. The root cause of the reported resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic arteriovenous malformation (avm) using ruby coils and non-penumbra catheter. During the procedure, the physician placed multiple coils in the venous sack of the avm using the catheter. Subsequently, the physician experienced resistance after advancing another ruby coil approximately four centimeters within the introducer sheath and the ruby coil would not advance. Therefore, it was removed. The procedure was completed using additional ruby coils and the same catheter. There was no report of an adverse effect to the patient.